Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. No motor position encoder error alarm could be confirmed due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that he was unable to fill the cannula during the prime and that she received a motor error alarm. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to complete the rewind process. She reported that the settings had been wiped out. Nothing further was reported.